Event description:
It was reported that during a da vinci-assisted surgical procedure, customer could not move one side of monopolar curved scissors (mcs) instrument's joint. The procedure was completed with no reported injury. The procedure was delayed by less than 15 minutes. On 01/24/2025, ra/qa contingent contacted the nurse and obtained the following additional information about the complaint: the mcs instrument a not moving in the opposite direction nor did it have a non-intuitive motion. The instrument was not moving in certain direction. The instrument was not moving on its own. No damage was identified near to the housing or to the grips of instrument. No material was missing or detached. No cables were visibly protruding. An image was shared for review.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.